Event description:
Patient who underwent a left total hip arthroplasty at an outside institution. She has had metal ion levels tested when the implant that she had in place was recalled because of concerns about metal wear debris, and her ion levels were significantly elevated. She has also had some pain in the hip and, after reviewing the risks and benefits of surgical versus nonsurgical management, she has elected to proceed with revision.